Manufacturer narrative:
The device has been returned, however, as of to date, the evaluation has not been concluded. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report we rec'd from the affiliate indicated that the brite tipe of a jr4 infiniti diagnostic catheter was defective. The defect was noticed after removal from its packaging. Consequently, the product was not clinically used. During investigation of the complaint, the affiliate could not provide an extensive description of the defect; except that the tip of the catheter might have been compressed or missing material or with an incision. Addendum (2007). After receiving the product for evaluation, the failure analysis deptartment provided a picture of the device failure. The picture shows a transverse cut on the tip of the catheter, although the tip is not missing a part of the brite tip material is missing.